Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00435. This report is being submitted as additional information. The patient¿s date of birth and/or age were requested, but was not provided. Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 3 years and 6 months. Manufacturer's investigation conclusion: the report of device thrombus could not be conclusively determined through this evaluation. A specific cause for the elevated ldh could not be conclusively determined through this evaluation. It was reported that the patient had elevated ldh levels for months. The patient was also sent to rehab and recovery for an embolic stroke which later converted into a hemorrhagic stroke (cs-105008). The patient remained ongoing on (B)(4) until they underwent a pump motor exchange on (B)(6) 2018. The center reported that no obvious thrombus formations were visualized in (B)(4) during the exchange. No additional information was provided. Multiple attempts for product return were sent to the customer; however, as of 17dec2018 (B)(4) was not returned for evaluation. If the device is returned, the complaint will be reopened and the device will be evaluated. The hm ii lvas IFU lists thrombus and hemolysis as adverse events that may be associated with the use of the hm ii lvas and outlines the indications of thrombus, as well as how to respond to such events.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient has experienced elevated lactate dehydrogenase (ldh) for months. The patient received a pump exchange on (B)(6) 2018. It was reported that there was no obvious thrombosis seen in pump. Additional information was requested, but was not provided.